Manufacturer narrative:
Per biomed the event date is (B)(6) 2016.

Event description:
The customer reported that the ventilator has no ac power. The yellow led is not lit when plugged to ac power. The customer reported there was no patient involvement.